Event description:
It was reported to boston scientific corporation that during a sling placement procedure using a solyx sis system, as the physician went to attach the mesh to the trocar, he discovered that the mesh had lost its shape and shriveled-up. Reportedly, there was no component breakage, and no device components detached. The physician was unaware of whether the mesh was in this condition when it was removed from the packaging. The physician was able to complete the procedure with another solyx sis system with no complications to the patient. The patient, who was fine at the conclusion of the procedure, is reportedly over 18 years of age.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.a visual analysis of the returned device revealed no defects to either the delivery device or the mesh assembly.

Event description:
It was reported to boston scientific corporation that during a sling placement procedure using a solyx sis system, as the physician went to attach the mesh to the trocar, he discovered that the mesh had lost its shape and shriveled-up. Reportedly, there was no component breakage, and no device components detached. The physician was unaware of whether the mesh was in this condition when it was removed from the packaging. The physician was able to complete the procedure with another solyx sis system with no complications to the patient. The patient, who was fine at the conclusion of the procedure, is reportedly over 18 years of age.